Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system on (B)(6) 2008 including an ipg. It was reported the patient's ipg can no longer communicate with the programmer or charger. He has attempted several times to reposition the programmer wand and charging antenna, to no avail. He also receives a no telemetry error code on the programmer. The patient was sent a new charger to help resolve the issue, but was unsuccessful. As a result, the patient is scheduled for surgical intervention to resolve the issue. No further information is available at this time.